Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom cases in an excellent condition, cracked right plunger case, cracked battery door and no visible contamination noted. Event log history was performed and indicated that primary audible alarm post was recorded in history. During analysis, the reported problem was able to be duplicated during the power up process. It was noted that the interconnect flex cable was connected to the main board and glue on j9 connector and was broken by the customer. It was noted that the interconnect board and speaker were the causes of the reported issues. Service replaced interconnect board and speaker to correct the reported issue. In addition, j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. Service also performed power up process and all the functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited safe resource failure error. No adverse effects were reported.